Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv lead noise was observed. Programming changes were suggested to avoid oversensing issue. The patient was scheduled to come to the clinic for programming changes. The patient was stable.

Event description:
New information received notes that programming change was made. The patient was stable.